Event description:
The pt's radial arterial catheter developed a crack under the skin. The catheter had been placed on 2/17/95. The pt's arterial line was discontinued. This is the 5th known incident to have occurred since 11/23/94. See medwatch report #34-0061-1994-0014, 34-0061-1995-0001, & 34-0061-1995-0005.